Manufacturer narrative:
(B)(6). A product investigation was performed. The following complaint device was received by customer quality (cq): one 5.0 mm flexible shaft (part number: 352.040, lot number: 2090793, mfg date: 06may2004). The complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. The 352.040 5.0 mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails system per relevant technique guide. The flexible shaft was received with the proximal portion broken off. The roughly spiral break is located at the proximal base of the shaft and extends approximately 27 mm distally when the fracture surfaces are roughly aligned. With the fracture surfaces aligned it was noted that not all pieces were returned. The balance of the device shows wear consistent with substantial use over the devices approximate lifespan of 12.75 years. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause could be determined as circumstances surrounding the event are unknown. The roughly spiral break of the proximal shaft is consistent with accumulated exposure (fatigue) and/or a single high force exposure which exceeded the yield strength. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant part reported: unknown hip prosthesis (part number unknown, lot number unknown, quantity 1) there is no indication this prosthesis is a depuy synthes device. Device history records review was conducted. The report indicates that the: part # 352.040; reported lot # 2090793 ; synthes lot # 4799755. Manufacturing location: (B)(4); manufacturing date: 06.may.2004. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted on an unknown date with a non-synthes total hip prosthesis. On an unknown date, it was determined that the patient had developed an infection around the hip prosthesis. On (B)(6) 2017, the patient returned to the operating room for revision. During the revision, the flexible reamer shaft broke near where it attaches to the drill. The reamer shaft part in the canal was easily removed, the reaming was completed with another reamer. Surgery was successfully completed, with no reported delay, and no reported harm to the patient. A new non-synthes hip prosthesis was implanted. There is one device involved in this complaint. Concomitant part reported: unknown hip prosthesis (part number unknown, lot number unknown, quantity 1) there is no indication this prosthesis is a depuy synthes device. This report is 1 of 1 for (B)(4).